Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the procedure was being performed in the ICU. During insertion, the physician couldn't advance the guide wire through the introducer needle. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire inserted through an introducer needle. The guide wire was protruding 6cm beyond the needle bevel with numerous kinks, bends and offset coils. The guide wire was removed from the needle and found to be intact. Microscopic examination of the needle tip found damage on the bevel from contact with the guide wire. The diameters of the wire and needle cannula were within dimensional specifications and an undamaged portion of the wire was able to pass through the needle without resistance. A review of the device history records for the guide wire and needle did not reveal any manufacturing related issues. Since it appears that the insertion difficulty is the result of damage to the guide wire that occurred during insertion, operational context caused or contributed to this event. No further action will be taken.